Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results did not confirm the issue of bent tips. The instrument was found with one grip tip broken at the distal clevis at grip base. The broken grip tip was missing. Engineering evaluation also found the distal idler pulley to be bent on the edge. The pulley was able to rotate freely. No additional damage was found on the distal clevis or on any cables. Engineering evaluation concluded that the damage was likely due to excess force applied normal to the jaw. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the tips of the large needle driver instrument were bent. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.